Event description:
It was reported that dark fragments of foreign material were found on the caps and in the packaging of 8 caps female luer lok s/su before use. The following information was provided by the initial reporter: 'we opened the supply, and noticed a what looks like dark fragments on them. These are inside the packaging, and some are stuck to the cap, vs other floating inside the packaging. We went through the box and noticed two of the 50 caps had the dark fragments. We opened up the rest of the supply. In total we received 10 boxes (500 caps), we found a total of 8 caps with the dark materials on them. (All from lot 0113373)".

Manufacturer narrative:
H.6. Investigation summary: a photo of a closed blister containing a cap female luer lok was observed. Foreign matter was noted to be present inside of the blister which appeared to be a black in color particle; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The investigation consisted of the device history record, operating instructions, customer photo, test records, and preventative maintenance records related to the incoming inspection of the raw material and packaging process. All process and final inspections for this lot were performed with acceptable results. However, new action has been implemented to mitigate future events of foreign matter. After the manufacturing of the lot, foreign matter inspection was improved to establish specific illumination requirements. Based on the limited information provided for the investigation, a possible root cause could be that foreign matter in the environment got into the formed cavities and got caught inside of the blister packaging during the sealing process and inspection did not detect the foreign matter. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dark fragments of foreign material were found on the caps and in the packaging of 8 caps female luer lok s/su before use. The following information was provided by the initial reporter: 'we opened the supply, and noticed a what looks like dark fragments on them. These are inside the packaging, and some are stuck to the cap, vs other floating inside the packaging. We went through the box and noticed two of the 50 caps had the dark fragments. We opened up the rest of the supply. In total we received 10 boxes (500 caps), we found a total of 8 caps with the dark materials on them. (All from lot 0113373)".